Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) implant surgery in 1994. The patient was admitted to the hospital due to discomfort and it was discovered that the cylinders had eroded through the penis meatus. It was also stated that the device was presenting mechanical issues. The device was removed, and the patient was treated accordingly. No further patient complications were reported.